Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the valve infold was first noticed with the first deployment. As result of the this event, the procedure was delayed approximately 15 minutes.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the distal section and the proximal section of the capsule. There was a bend along the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the returned valve deployed as expected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the attempted implantation of the evfxplus-29 device resulted in the device dislodging three times. Subsequently, the physician recaptured the evfxplus-29 and attempted to use the evolutfx-34. Thevalve was deployed and an infold was noted. The valve was recaptured and removed. The procedure was ultimately completed using a non-medtronic 26mm valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0011980592); product type: 0195-heart valves. Product ID envpro-14 (lot: 0012054714); product type: 0195-heart valves. Product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012291298); product type: 0195-heart valves. Product ID: evolutfx-34 ((B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.